Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from the (B)(6) reports an event as follows: it was reported that during a procedure on (B)(6) 2020, the synframe extensions are faulty; the screws are in the incorrect orientation and thus the ring couldn¿t be assembled. The surgical staff were able to use breakable synframe hinges as extenders instead. Procedure was completed successfully. Patient status is unknown. Concomitant devices: synframe holding ring (part: 387.336, lot: unknown, quantity: 1), synframe extension (part: 387.338, lot: 4l53724, quantity: 2) this report is for a synframe half ring. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary no material was returned for evaluation. The synframe holding ring was initially reported as concomitant device and the evaluation of this complaint did confirm that the reported malfunction was caused by the reported synframe-extension part 387.338 and lot 4l53724. The evaluation has shown that this device was incorrectly assembled and therefore it was not possible to attach the synframe holding ring. Finally it can be concluded that the holding ring is a concomitant device with no malfunction as the root cause is the incorrectly assembled counterpart, thus no further investigation is required on this device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a review of the device history record. Device history lot, part: 387.338, lot: 4l53724, manufacturing site: haegendorf, release to warehouse date: 19. June 2019. No manufacturing record evaluation was performed as this is a confirmed manufacturing issue, which was not detected during the manufacturing process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.